Event description:
Information was received from a patient who was receiving fentanyl, dilaudid (hydromorphone), and bupivacaine via an implantable pump for non-malignant pain. It was reported that they were always stuck at 90% when they were trying to connect. The agent reviewed the 90% lag issue. The agent had the patient close all apps and assisted them with clearing the data. The agent had the patient connect to the app, and they were suddenly connected. The agent advised the patient to monitor the issue and call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.